Event description:
Information was received indicating that a smiths medical portex® blue line ultra® tracheostomy cuff was leaking air and air would no stay in the cuff. So therefore, a tracheostomy tube change out was performed and discarded. No patient reported adverse effects were reported.